Manufacturer narrative:
No samples were received for evaluation. No pictures were received. No batch numbers were provided. No clarification or further information was received from the customer.unfortunately, without basic information, a thorough investigation is not possible. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states the blood does not set high enough in the tube for the probe to reach it.